Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection did not identify any anomalies. Technical visual inspection identified a chip in the front case. Device evaluation identified an om and pressure board issue confirming the reported malfunction. The om board and main board were replaced. The device was calibrated. The fan, fan filter, flow rate, gas calibration, leak check, power on test, were all inspected. The root cause was determined to be a short causing the om and main boards to malfunction. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the co2 measurements were all over the place. There was no patient involvement. No additional information is required.